Event description:
I had an ivc filter placed in my right calf in (B)(6) or (B)(6) 1999 at (B)(6) general hospital, and have peripheral edema in that calf. My right calf swells up twice the size of left calf. I¿m wondering if I had any potential claim or anything.